Manufacturer narrative:
The customer replaced the ise solution, and no reported that the instrument performed as specified. The provided calibration and qc data were within specifications. Based on the provided data and information, the investigation could not determine a specific root cause.

Event description:
There was an allegation of questionable sodium results from the cobas integra 400 plus. Sample 1 initial result was 122.8 mmol/l. After recalibration, the repeat result was 139.1 mmol/l. On (B)(6) 2026, sample 2 initial result was 123.2 mmol/l. The repeat result was 138.7 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.